Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on literature review "stiffness after unicompartmental knee arthroplasty: risk factors and arthroscopic treatment", 8 patients suffered from postoperative stiffness and underwent arthroscopic arthrolysis treatment, after having a primary unicompartmental knee arthroplasty surgery. All 8 patients belonged to the study group in which the surgical technique was robotically assisted with navio (n: 164 patients). There is not enough information within the study to understand if the 8 patients that suffered from stiffness had s+n devices implanted at that time, because 43 (out of 164) patients were initially treated with a unicompartmental knee arthroplasty system from a competitor company and 121 (out of 76) patients were initially treated with the journey ii bcs knee system. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Section h10: the navio surgical system be/fr/de, part number: npfs02020, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that without patient specific medical documentation, no clinical factors could be confirmed to have contributed to the reported event and it cannot be concluded that there was a malperformance of the device(s), as arthrofibrosis is a known potential occurrence post joint replacement. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with post operative complications resulting in a decreased range of motion. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).